Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod. In addition the patient reports their personal diabetes manager (pdm) is not holding a charge as the batteries are needing to be changed frequently. Symptoms reported include nausea, vomiting, headache and stomach pain. The patient reports their pod had deactivated. Once at the hospital the patient was treated with intravenous fluids as well as medication for nausea. The patient was prescribed zofran. The patient remains in the hospital at the time of this call.